Manufacturer narrative:
Date rec¿d by MFR : 27feb2019, date of report : 31jul2019 there was no on-site evaluation by the manufacturer. This event was resolved in-house by the customer. The customer reported that the replacement of the user interface module resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit had a dim display that could not be seen. The customer reported there was no patient involvement. Event date not specified; estimate used.